Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced high blood glucose. She stated that she took a reading on her meter and it was over 600 mg/dl and then she bolused 8.0 units. She checked her blood glucose again and it was still over 600 mg/dl. The customer stated that she was feeling sick and was advised to seek medical attention because she may be experiencing the onset of diabetic ketoacidosis. The customer was asked if she would like to continue troubleshooting or to contact her doctor. She said that she was going to go to the ER. The customer was advised to change entire set, reservoir and insulin and treat per her doctor¿s instructions. The insulin pump is not being returned for analysis.